Manufacturer narrative:
(B)(4). Date sent: 10/19/2021. Investigation summary: the handpiece was received with the end cap separate from the mid housing. The handpiece was connected to a generator, evaluated with a test instrument and was found to be functional. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be drawn as to what caused the end cap separation. However, it is recommended to use the disposable torque wrench to loose the disposable device from the handpiece. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u95033. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the handle broken. Changed to another device to complete the surgery. There was no patient consequence reported.